Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to plate loosening and swelling. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates the patient had poor bone quality, which may have caused the plate to loosen, contributing to the swelling. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with the placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to plate loosening and swelling. No other patient outcomes were reported as a result of this event.